Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. There was still sufficient hydrogel left over the optics, so functional testing was not expected to be impacted. In-house testing did not reveal any anomalies. Review of in vivo raw data showed optical instability in all four channels around the time frame of the reported inaccuracies. This instability likely contributed to the inaccuracies observed. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report: 08 oct 2025. G3. Date received by the manufacturer? 08 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10, 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.